Manufacturer narrative:
Concomitant medical products: 7121 lead, implanted: (B)(6) 2008, 1158t lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and noise resulting in false recording of atrial fibrillation (af) events. A possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.